Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during an appointment on (B)(6) 2014 the device worked will and that on (B)(6) 2014 the patient suffered a motorcycle accident. The patient's parents then contacted the clinic as the patient could not hear as before.